Event description:
It was reported that intra-aortic balloon pump (iabp) alarmed for a helium loss and a leak test was performed above the quick connect on the intra-aortic balloon (iab), in a result that iab failed. The clinical support specialist (css) explained the results to the rn, cath lab, and spoke with dr. Kapur at length. Soapy water test performed at fos entry point on bifurcation and no air bubbles noted. After discussing with the md, iab volume decreased to 38cc. Discussion with md regarding catheter entrapment risks and complications as well as optional iab replacement techniques and management of current site due to possible entrapment. Dr. Kupur's decision was that the patient is not currently stable enough to exchange the catheter despite the potential helium embolism or catheter entrapment complications. Volume decreased to 37cc where it remained. Eventual cardiac and neurological testing were done and dr. Kapur stated the patient is not a surgical candidate and will be provided comfort care. Patient's condition not related to iab therapy according to dr. Kapur, iab was "the only thing keeping him alive". There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No iab parts was returned to teleflex chelmsford for investigation. The reported complaint of iab helium loss alarm is confirmed based on the customer picture provided with the complaint report. The product was not returned for investigation. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that intra-aortic balloon pump (iabp) alarmed for a helium loss and a leak test was performed above the quick connect on the intra-aortic balloon (iab), in a result that iab failed. The clinical support specialist (css) explained the results to the rn, cath lab, and spoke with dr. Kapur at length. Soapy water test performed at fos entry point on bifurcation and no air bubbles noted. After discussing with the md, iab volume decreased to 38cc. Discussion with md regarding catheter entrapment risks and complications as well as optional iab replacement techniques and management of current site due to possible entrapment. Dr. Kupur's decision was that the patient is not currently stable enough to exchange the catheter despite the potential helium embolism or catheter entrapment complications. Volume decreased to 37cc where it remained. Eventual cardiac and neurological testing were done and dr. Kapur stated the patient is not a surgical candidate and will be provided comfort care. Patient's condition not related to iab therapy according to (B)(6), iab was "the only thing keeping him alive". There was no report of patient complications, serious injury or death.